Event description:
Customer reported that she did not receive a no delivery alarm on the insulin pump when she ran out of insulin. It was noted that the insulin pump did alarm in less than 5.0 units during the high pressure test. It was noted that back pressure was needed to produce the alarm. Customer's blood glucose readings at the time of the call were 273 mg/dl and have treated with a syringe. No further information reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.